Manufacturer narrative:
Section h10: (b2) outcomes attributed to adverse event: added check for hospitalization, initial or prolonged. (D2) common device name: tibial plate fb sz 3 lt. (D4) catalog number: 350-11-03. Serial number: (B)(6). Expiration date: 03-mar-2027. Unique identifier (UDI) #: (B)(4). (D7) if explanted, give date: on (B)(6) 2019. (D11) concomitant device(s): 320-10-03, 4704751, ankle sz 3 locking clip 350-21-03, 4536743, tibial insert fb sz 3 lt 6mm 350-01-03, 4936041, talar implant sz 3 lt. (E3) occupation: physician. (E4) initial reporter also sent report to FDA?: no. (G5) PMA/510(k)number: k152217. (H4) device manufacture date: 03-mar-2017. (H6) evaluation codes: 1924, 4002. Section h11: corrections made in the following section(s): (section f) please disregard f6 and f8. These were entered in error. (G4) initial awareness date in initial submission should have been 08-jul-2019.

Manufacturer narrative:
Section h10: (h3) the revision reported may have been the result of either patient conditions, the initial positioning of the implants during the index surgery based on the x-rays provided, an insufficient bond between the implant and the bone, and/or a combination of the three, which led to aseptic (non-infected) tibial loosening. However, this cannot be confirmed as the devices were not available for evaluation. Section h11: *the following sections have corrected information: (b5) describe event or problem: as reported, approximately 2 years postop the initial implant, the patient presented with pain. A revision was completed and tibial loosening was confirmed.

Event description:
As reported, approximately 2 years postop the initial implant, the patient presented with pain. A revision was completed and tibial loosening was confirmed.

Manufacturer narrative:
Pending evaluation.

Event description:
Vantage patient presents pain that surgeon thinks indicates loosening of the tibial component. Revision surgery has not occur yet.